Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. Liberator 45 and stroller brand new and this was the very first fill of a lox portable. During the fill process a severe leak occurred, to the point where the staff became very concerned and move the unit outside. No injuries or medical attention was required. Testing performed by distributor found both devices functioned as expected and passed testing protocol.